Event description:
Event description guidant received information that the patient with this pacemaker presented to the hospital emergency room due to syncope. At that time it was noted that the device had no output, for an unknown period of time. When evaluated by the field representative, the device was in stat mode, pacing at vvi 65 ppm. The physician elected to program the device to 70ppm and place a temporary wire until the scheduled replacement procedure. Prior to replacement, it was noted that the device was pacing at a rate of 80-90ppm. The device, which is on the recent hermetic sealing component advisory list, was then explanted and replaced.